Event description:
The customer's mother reported via phone call that the customer's blood glucose control has been off. Customer has had high blood glucose near 250 mg/dl and lows near 40 mg/dl to 60 mg/dl. Customer's mother declined a transfer to the helpline. Customer has been sick and the customer's mother feels that may have contributed or caused the blood glucose fluctuations.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.